Event description:
Customer contacted beckman coulter inc. (Bci) regarding falsely low psa (prostate specific antigen) results generated by the unicel dxc 600i synchron access clinical system. Customer tested two patient samples for psa and obtained results of 0.04ng/ml (reported as 0.0ng/ml) and 0.72ng/ml. These samples gave repeat results of 0.44ng/ml and 8.83ng/ml respectively. It is unknown if treatment was initiated or withheld for this event.

Manufacturer narrative:
There have been obstruction detection errors lately due to the cta (closed tube accessing) probe hitting the gel on several tubes. Field service engineer (fse) visited and found the cta sample probe tubing was loose. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.